Event description:
Sales consultant received a granted new zip fix gun on (B)(4) 2013. The sales consultant took the zip fix gun to an in-service with the o.r. Staff to demonstrate and the zip fix gun was faulty. The tensioning panel was too high and it was difficult to slide the zip fix into the tensioning gun.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A function test was performed and the device was functional as required. The pd evaluation mentioned champfer at the gripper was checked and no deviation from the specification was found. No manufacturing related fault could be detected. The returned device is from the second generation instrument series. It was found that the implant receiver at the front of the instrument does not open far enough to easy insert the implant as per the design intent. Once the implant was inserted with a slightly higher force the instrument function as intended. Pd compared the returned instrument with two instruments from the tp production lot 7934356. Except that the gripper from the returned instrument did not open as far, as the two reference instruments, no deviations were detected. Pd dismantled the returned instrument and inspected the single components dimensions to the manufacturing drawings and the dimensional variations to the two reference instruments. No large deviations were found. Pd reviewed the instrument design of part and sub-assembly drawings and could not identify one or multiple dimensions which could explain the deviation.